Event description:
The customer reported that they got a "battery critical" message when they went to use the device on a patient. The device shut down.

Manufacturer narrative:
The customer reported that they got a "battery critical" message when they went to use the device on a patient. The device shut down. The biomed subsequently reported that the device had been left on by the staff and that was a result the battery was drained to the critical level recharging of the battery resolved the issue.